Event description:
----

Event description:
Boston scientific received information that during an implant procedure this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed high shock impedance greater than 200 ohms and was unable to establish telemetry. All other measurements were confirmed normal and within stable ranges. A boston scientific technical services (ts) agent was contacted and advised the physician to perform high voltage shock testing to reveal the lead impedances. The physician elected not to perform the shock testing and elected to replace the patient's device. The lead was then connected to a new device and tested. The shock lead impedances remained above 200 ohms; therefore, there was a concern of a connection or lead issue. The physician then elected to replace the lead as well and the procedure was successfully completed. No adverse patient effects were reported. Both the device and lead were returned for detailed analysis.

Manufacturer narrative:
To date, the device and lead have not been received at boston scientific. Upon receipt the products will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.